Event description:
Device 1 of 2. Refer to manufacturer report: 1627487-2010-00928. The patient was implanted with an scs system consisting of an ipg and 4 leads in the occipital region (off-label location) on (B)(6) 2008. It was reported that the patient was not getting pain relief due to the position of the leads and the leads may have migrated. In addition, the ipg was drained because the patient was reportedly not recharging it. The physician replaced the entire system on (B)(6) 2009. The explanted devices were returned to ans for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 11.8 inr. Two hours later, customer was sent to the emergency room (ER) due to the high inr values, and lab returned as 3.1 inr. No medical treatment required. Patient's coumadin has been on hold for several days. No adverse event reported. Requested return of suspect system and replacement was sent.